Manufacturer narrative:
Date of device manufacture year is 1998. The month of manufacture was march. A ge healthcare service representative performed a checkout of the system, but was unable to reproduce the stated issue. The flush-knob and flush-button were proactively replaced. This case has been further assessed as "not reportable" based on the information received from product engineering. A loss of o2 does not affect the ventilation, since ventilation drive gas will be automatically switched to air in a case o2 was selected as primary drive gas. The fresh gas controller does not allow delivery of a hypoxic mixture.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the o2 flow no longer works. There was no reported patient involvement.